Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The lead was thoroughly analyzed. No anomalies could be attributed to the electrical complaint at this time. Only a slight cosmetic depression that developed while in vivo on the outer insulation was observed.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered. Pacing failure and a lead fracture were suspected. The lead was explanted and replaced. The lead was observed immediately after explant and there seemed to be discoloration of the silicone and damage on the conductor possibly due to compression on the site near the sleeve. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.